Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 137 compared to the lab's 206 mg/dl. Tests were done within 21-30 minutes. Checkstrip test was within range. Patient did not experience any adverse events. No further information has been reported.